Event description:
During an af procedure, a single use error was noted in the force waveform box. The tacticath se catheter was replaced, but the issue persisted. The second tacticath se catheter was replaced with a tacticath se with a different lot number, and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.